Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system, including a surgical lead, on (B)(6) 2011. It was reported that the pt complained of cold sensations in both legs and feet when stimulation was turned on. The pt was reprogrammed on (B)(6) 2011, and the issue resolved. No further pt complications have been reported.